Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited threshold issues due to poor lead positioning. The patient underwent a surgical intervention to reposition the lead for better threshold values, but the physician decided to implant a new lead. No additional adverse patient effects were reported.